Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found a hole on the bending section. Further inspection noted the bending section cover glue was cracked, the insertion tube was cracked and a leak was noted. The scope connector was checked and found fluid invasion with corrosion at the printer circuit board. There was no foreign material noted during evaluation. The cause of the reported positive culture cannot be determined. However, the physical damage noted to the scope can be attributed to mishandling. The gif-hq190 instruction manual states ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the cable can result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿

Event description:
The service center was informed that the scope cultured positive for an unknown organism after reprocessing. The scope was reprocessed again, hung to dry and then re-cultured a second time with negative results. The scope failed the leak test. There were no associated patient infections.